Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibial component.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibial component.

Manufacturer narrative:
Correction - h6 (results code). The reported event could be confirmed since the CT scan shows clear radiolucence and some smaller cysts adjacent to the tibial component. It has subsided proximally at the anterior aspect. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Upon further investigation of the CT scans, healthcare professionals opined that- the CT scan shows clear radiolucence and some smaller cysts adjacent to the tibial component. It has subsided proximally at the anterior aspect. The medical report addresses the underlying cause for the failure to a potential ¿large tibial canal¿. It should be added that the spongious bone looks pretty quite ¿empty¿, and therefore poor bone substance may have contributed to the failure. The talar component shows little radiolucence, but without clear signs of loosening. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.